Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do show damage. The conductor wire insulation was damaged. For clarification, the dislodged conductor wire within the grip hub was preventing full articulation at the distal tip. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's jaws would not open after two uses. No fragment fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing occurred. The instrument's jaws locked. There was no injury or adverse event experienced by the patient.